Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from the resident supervisor of the patient's group home, regarding a male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. It was reported that the supervisor were unaware that patient had a pump. The health care provider (hcp) office had on record that the pump was explanted due to infection on (B)(6) 2011. No other information was given regarding this event. If additional information is received this report will be updated.